Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the clevis was dislodged from the main tube. Both the proximal clevis and main tube were missing pieces. No other damage was found. Per the case notes, the broken instrument component was successfully retrieved from the patient.

Event description:
It was reported that during a myomectomy procedure, while grasping the myoma, the proximal clevis of the tenaculum forceps instrument broke into pieces. Pieces fell inside of the patient and were retrieved. The instrument was replaced with a cobra grasper instrument to successfully complete the procedure without significant delay. No patient harm, adverse outcome or injury was reported.